Event description:
Customer initially reported snare wires broke during a procedure. No patient injury. (B)(6) 2014 customer reports 2 tonsil snares broke while in use, one for each tonsil.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.